Manufacturer narrative:
The reported condition of over-infusion was not confirmed and could not be duplicated during service. The pump head module under-infused during two of the accuracy tests.

Event description:
The baxter sales representative reported an overinfusion of phosphate on a patient. The potassium phosphate reportedly was programmed for 50cc over 6 hours and was infusing at 500cc over 6 hours. The patient is on a telemetry unit and is being monitored. Per the clinical nurse specialist, the potassium was in 250 ml to infuse over 6 hours and the total amount infused over 40 minutes. The patient vital signs included: bp 130/70 (which was consistent with the baseline rate), temperature-normal and heart rate-increased. A chemistry 7 was down. The patient outcome is good.